Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22apr2020.

Event description:
It was reported that the unit does not turn on and the main indicator is not lit when alternate current (ac) power is present. There was no patient involvement. The field service engineer (fse) evaluated the ventilator and confirmed that the battery's manufacture year was 2012 and the power supply was not working. The fse replaced the battery and is waiting for the power supply to finalize the repair.

Manufacturer narrative:
G4: 01may2020. B4: 05may2020. The field service engineer (fse) reported that this unit had been in storage, and it was requested to bring it back to service. It was during testing prior to putting the unit back in service that the reported problem was discovered. The fse confirmed that the power supply had successfully replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.